Manufacturer narrative:
Pending evaluation. Concomitant devices: 28mm +5 femoral head (cn: 100-28-05, (B)(4)); 28mm 15 deg liner size j (cn:132-28-09, sn: (B)(4)); bone screw (cn: 120-65-40, sn: (B)(4)); bone screw (cn: 120-65-20, sn: (B)(4).

Event description:
As reported, this male patient was initial implanted with exactech devices on an unknown date, unknown facility and unknown surgeon. A revision surgery performed on (B)(6) 2001. No other information available on the revision except that exactech devices were implanted. The current event for this (B)(6) y/o male patient is the acetabular shell needed revision due to migrating into a vertical position. The cup/liner and two screws were removed. Acetabulum was reamed and competitor devices was implanted along with exactech cocr head 28+5. The hip was found to be stable and wound was closed. Patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy. Photo of explanted device was provided.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported may have been the result of aseptic loosening after being implanted for over 18 years, which led to the reported migration of the acetabular cup. However, this cannot be confirmed due to limited information and the devices not being available for evaluation. (D11) concomitant device(s): cemented finned tib. Tra sz 3f/3t (cn: 200-04-33, sn: (B)(6).

Event description:
As reported, this male patient was initial implanted with exactech devices on an unknown date, unknown facility and unknown surgeon. A revision surgery performed on (B)(6) 2001. No other information available on the revision except that exactech devices were implanted. The current event for this 70 y/o male patient is the acetabular shell needed revision due to migrating into a vertical position. The cup/liner and two screws were removed. Acetabulum was reamed and competitor devices was implanted along with exactech cocr head 28+5. The hip was found to be stable and wound was closed. Patient was last known to be in stable condition following the event. Devices will not be returned due to hospital policy. Photo of explanted device was provided.